Manufacturer narrative:
The pod arrived not deployed. The pod delivered 211 pulses before deactivation, indicating that the ratchet gear made multiple complete rotations. However, the release bar remained engaged, preventing the needle mechanism from deploying as intended. No evidence of drive resistance or component damages were observed. The pod was reset and reran without incident. The needle mechanism fully deployed during the rerun. It can be conclusively determined that a needle mechanism malfunction occurred; however, a root cause of the malfunction could not be determined.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.